Event description:
Radiology technician was perfoming a hidascan (nuclear medicine study) on an outpt. Technician used the hand control of the g.e. Mullenium system to position the collimator above the pt and lowered the collimator (for a sharper image) using the down button on the handheld device. When the technician released the button, the collimator did not stop, it continued to lower onto the pt. The technician depressed the 'up' key of the handheld control which failed to respond. The collimator was lying on the pt at this point. The emergency stop button was depressed. The collimator was applying a substantial amount of pressure on the pts mid-section (chest to thighs). No warning messages appeared on the screen as designed. Once the sensors are touched lightly, the equipment is supposed to stop immediately. The table the pt was lying on is also operated by the same handheld control and the bed could not be lowered to free the pt. Several attempts were made by releasing the emergency stop button and using the handheld control buttons for the collimator and table which failed to respond. Manual control buttons failed also. Technician's report indicates the fifth attempt was successful. The pt had indentations on shoulders and thighs. No injuries were observed on the pt the following day. Pt stated everything was fine. The pt was caught between the collimator and the table for less than five minutes. This is a brief summation of previous service calls listing the noted problems and corrective actions taken by g.e. This system was initially installed at this facility during the first week of april. 04/25/97-symptom: not getting any control to handheld control set. Getting "error" message. Corrective action: g.e. Representative determined tilt encoder/motor bad, causing intermittent problems and handheld control was locking up, not allowing motion commands. Tilt motor and handheld control were replaced and gantry was re-calibrated. Operation of equipment verified. Other: pt and staff placed a risk to remove pt from table. 5/02/97 symptom: no pitch movement. Correction action: amp board replaced but problem reoccurred. Continued troubleshooting and replaced a relay board with no effect. The ips to the gantry cable was replaced. Equipment checked and operated properly at that time.